Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence? If yes: please explain the patient consequence and how resolved? Was there any bleeding? If yes, how much bleeding? Did the patient require a blood transfusion?

Event description:
Use of the device on a vessel. The clips cut the cystic and did not hold. Use of competitor to finish the procedure.

Manufacturer narrative:
(B)(4). Batch # r93l0t. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number r93l0t, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information requested and received: the clip cut the cystic. A hemolock has been put in place instead of clip. This was satisfactory because the cystic was quite long. The procedure was extended from 15 min.